Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted an adverse event occurring on the tissue of the patient. It could not be determined what caused the adverse event based on the photo sample provided. The analysis/evaluation of the generator detected an unreported condition of the output value of the cut mode was below the normal range that has no relationship to the reported condition. All other measurements were within normal limits. The analysis/evaluation of the returned equipment did not identify anything that would have caused or contributed to the reported event of a patient burn. It was reported that a patient was burned. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: of the cut output value was low. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after procedure, a patient was burned. Photo observation by medical safety shows a 1st and 2nd degree burn.